Manufacturer narrative:
The unit was received with a loose/protruded drive support disk, a minor scratched display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Analysis was unable to prime during the prime/compromised force sensor system test due to a loose/protruded drive support disk. No compromised force sensor system alarm was found.

Event description:
The customer called in to report a compromised force sensor system alarm. The customer's blood glucose level was 394 mg/dl. The customer stated that the device had been dropped in the past, but not recently. The caller was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.